Event description:
It was reported that, "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the second staple appeared misaligned. The stapler was returned with 29 staples remaining in the cover block indicating that at least 6 staples were fired by the end user. The trigger was returned engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire the staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple formed and released properly. To simulate insertion, the remaining staples were to be fired into the simulated skin pad. Upon engagement of the trigger, no staples fired. Multiple attempts were made, but no staples were fired. It appeared that the misalignment of the staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. The cover block was observed to be chipped. In addition, die casting anomalies were discovered on the forming tool. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the second staple appeared to be misaligned. Upon functional inspection, the misalignment of the second staple prevented the remaining staples from firing correctly. The sample was disassembled. Die casting anomalies on the forming tool and a chipped cover block was observed. A device history record review was performed, and no relevant findings were identified. A non-conformance was initiated to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. .

Event description:
It was reported that, "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".